Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("heavy abnormal bleeding") and pregnancy with contraceptive device ("pregnancy (termination)") in an adult female patient who had essure (batch no. B10022) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included body mass index normal, multigravida, parity 5 (B)(6) 2002, (B)(6) 2005, (B)(6) 2005, 26jul2013) and dvt. Concomitant products included warfarin and warfarin sodium (coumadin). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), abdominal pain ("abdominal pain / severe cramping"), vulvovaginal pain ("vaginal pain"), adverse event ("suffering of more symptoms"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, pregnancy with contraceptive device, abdominal pain, vulvovaginal pain, adverse event, vaginal haemorrhage, menorrhagia and dysmenorrhoea outcome was unknown. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, adverse event, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. On (B)(6) 2013, hysterosalpingogram was performed and result was not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-sep-2018: plaintiff fact sheet-events abnormal bleeding (vaginal, menorrhagia), pregnancy(termination), dysmenorrhea (cramping), pain and lot number were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("heavy abnormal bleeding") and pregnancy with contraceptive device ("pregnancy (termination)") in an adult female patient who had essure (batch no. B10022 / b40022) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included body mass index increased, multigravida, parity 5 ((B)(6) 2002, (B)(6) 2005, (B)(6) 2005, (B)(6) 2013), dvt and hypertension. Concomitant products included medroxyprogesterone acetate (depo-provera), warfarin and warfarin sodium (coumadin). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), abdominal pain ("abdominal pain / severe cramping"), vulvovaginal pain ("vaginal pain"), adverse event ("suffering of more symptoms"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, pregnancy with contraceptive device, abdominal pain, vulvovaginal pain, adverse event, vaginal haemorrhage, menorrhagia and dysmenorrhoea outcome was unknown. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, adverse event, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discripancy noted in esssure lot number b10022 , b40022 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. On (B)(6) 2013, hysterosalpingogram was performed and result was not provided. Final pathologic diagnosis: fallopian tubes, right and left, bilateral salpingectomy. Benign paratubal cysts with focal mild chronic inflammation. Cross sections of both fallopian tubes identified. Gross description: the specimen consists of segments of focally ragged, grey-purple fallopian tubes which have dimensions 3.7x2.1x0.8cm and 5.5x1.6x0.6cm. There are a few paratubal cysts present ranging from minute to 0.6cm in greatest dimension. The cysts contain grey mucoid fluid. The lumen are pinpoint throughout the surrounding wall thickness of just less than 0.2cm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-sep-2018: plaintiff fact sheet received. Lot number added. Historical & concomitant drugs conditions are added. Product, patient & reporter information updated. On 24-sep-2018: fu 3 & 4 processed together. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("heavy abnormal bleeding") and pregnancy with contraceptive device ("pregnancy (termination)") in an adult female patient who had essure (batch no. B40022) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included body mass index increased, multigravida, parity 5 ((B)(6) 2002, (B)(6) 2005, (B)(6) 2005, (B)(6) 2013), dvt and hypertension. Concomitant products included medroxyprogesterone acetate (depo-provera), warfarin and warfarin sodium (coumadin). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), abdominal pain ("abdominal pain / severe cramping"), vulvovaginal pain ("vaginal pain"), adverse event ("suffering of more symptoms"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, pregnancy with contraceptive device, abdominal pain, vulvovaginal pain, adverse event, vaginal haemorrhage, menorrhagia and dysmenorrhoea outcome was unknown. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, adverse event, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discripancy noted in esssure lot number b10022 , b40022 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. On (B)(6) 2013, hysterosalpingogram was performed and result was not provided. Final pathologic diagnosis: fallopian tubes, right and left, bilateral salpingectomy. Benign paratubal cysts with focal mild chronic inflammation. Cross sections of both fallopian tubes identified. Gross description: the specimen consists of segments of focally ragged, grey-purple fallopian tubes which have dimensions 3.7x2.1x0.8cm and 5.5x1.6x0.6cm. There are a few paratubal cysts present ranging from minute to 0.6cm in greatest dimension. The cysts contain grey mucoid fluid. The lumen are pinpoint throughout the surrounding wall thickness of just less than 0.2cm lot number : b10022 is invalid. Lot number: b40022 man date: 2013-06 exp date: 31-06-2016. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-oct-2018: quality-safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain / severe cramping"), vulvovaginal pain ("vaginal pain") and adverse event ("suffering of more symptoms"). The patient was treated with surgery (undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and adverse event outcome was unknown. The reporter considered abdominal pain, adverse event, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Most recent follow-up information incorporated above includes: on 1-dec-2017: follow up received from summons- the plaintiff reported she experienced the previous reported events and more. The event "suffering of more symptoms" was added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain / severe cramping") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.